Event description:
Following routine and successful cardiomems implant, the patient began coughing in post-op recovery room. It was discovered that the patient had blood in his mouth so hemoptysis from procedure was suspected. Patient remained stable the whole time and blood pressure remained stable. Physician decided to send patient for CT scan with contrast to investigate source of bleeding. CT scan showed a small bleed in the distal pulmonary artery. Interventional radiology was consulted but decided this bleed was far too small to attempt repairing with some type of intervention. Following the CT scan the patient's coughing slowed down and it was decided that the bleed had resolved on its own. The patient was admitted for overnight observation. The following day the patient was reported to be stable and ready for discharge. The physician reported that he feels the position of the distal v-18 guidewire is the only thing that could've caused this hemoptysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).